Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7100767. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7072282. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: 7075843.

Event description:
It was reported that the patient developed staphylococcus epidermidis infection. The location of the infection was at the incision site. Symptoms include nausea, vomiting, pain, and drainage. The patient underwent spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The patient was given antibiotics. The explanted products were disposed by the facility.